Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 700 mg/dl. The customer stated that he was feeling sick, and was bolusing, but continued experiencing high blood glucose levels. The customer declined troubleshooting. The customer did not feel safe using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.